Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with test results from results obtained of 304mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 02/25/2020 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1:214mg/dldate:(B)(6) 2017 time:08:46 fasting, result 2:173mg/dldate:(B)(6) 2017 time:08:37 fasting, result 3:304mg/dldate:(B)(6) 2017 time:09:22 fasting, result 4:137mg/dldate:(B)(6) 2017 time:09:48 fasting, result 5:176mg/dldate:(B)(6) 2017 time:09:21 fasting.